Event description:
It was reported, the pt experienced redness, warmth, and pain at the ipg site. A blood test revealed the pt's white blood cell count was elevated. As a result, the pt was given an antibiotic injection of rocephin. The pt was also put on augmentin as a precaution. F/u revealed pain at the ipg remains present and is severe. The pt's doctor noted the ipg site is not showing redness and does not appear to be infected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.